Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the wireless network was offline and down for several floors/bldgs. There was no patient harm reported by the customer.